Event description:
It was reported that a small volume folfusor experienced an over-infusion. This device was filled with 120 ml nacl and fluorouracil. This device was observed empty prior to the calculated completion time. There was no patient injury or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.